Event description:
It was reported to philips that suite pc failed to boot; replaced and reloaded os on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the suite pc and hdd, reloaded the os, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).